Event description:
Customer returned the device for evaluation and repair of the issue damage to the operational unit. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the air/water supply channel nozzle had clogging with material that was difficult to remove. Also, the screw inside the actuator was detached. This medwatch is being submitted for the reportable issue of the clogged nozzle with material that was difficult to remove and the screw that was detached in the actuator as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the air/water supply channel nozzle had clogging with material that was difficult to remove. Also, the screw inside the actuator was detached. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer will not be providing information on reprocessing method followed at the facility.

Event description:
Addendum jun 27, 2022: the customer reported issue is damage to the control unit section. Event occurred during reprocessing after cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing and/or handling. Olympus will continue to monitor field performance for this device.